Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red warning screen with the message that the device required immediate attention. Boston scientific technical services (ts) was contacted and it was confirmed that the s-ICD experienced a da alert. This is a memory inconsistency that can occur causing a temporary reset which is self corrected. It was discussed it was a benign issue and patient therapy is not affected. No adverse patient effects were reported. The device remains implanted and in service.